Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed oversensing noise on the right ventricular (rv) lead. On (B)(6) 2022 the physician elected to cap and replace the rv lead. The patient condition was stable.